Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 9 77a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was implanted two weeks prior to report and the patient had increased pain, warmth and swelling to the implantable neurostimulator (ins) area. The caller indicated that the patient's vitals were fine with no elevated temperature. It was noted that the primary reason for the call was to ask about the patient's medical condition. It was noted that the patient was meeting with a nurse on the date of report and would meet with a doctor on "monday." The caller was redirected to the doctor.